Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion. This occurred during programming / setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E.1.: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.